Manufacturer narrative:
(B)(4). The analysis results found that the instrument  er320 was received with the trigger closed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the trigger was opened and closed with difficulties. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be bent causing the feeding issue. In addition, 20 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot t4093f number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t9293k number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot / batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the jaws did not open after a nurse fired the device outside the patient for functionality. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.